Event description:
It was reported that when the 2.0 asnis mircro cannulated screw driver was advanced over guide wire, the tip of the driver was broken. Therefore, it was changed the new same ones, but same event was occurred. Finally, the screw was implanted with solid drill. The broken piece of the driver was removed from the patient body.

Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much applied mechanical force during screw insertion. The device inspection revealed the following: the tips of the two returned devices are indeed completely broken off (manufactured in sept. 2010 & april 2018). The microscope analysis indicate that the surface of the breakages are homogenous which indicates a sudden breakage of the device. This could be due to high applied forces which led to a strain of the material and finally resulted in the breakage during screw insertion. As a result, the root cause of the failure was considered to be repeated powerful dynamic overloading during use (possibly hard bone) especially as it was mentioned that one tip broke right after the other. Unfortunately no further detailed information could be obtained. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that when the 2.0 asnis micro cannulated screw driver was advanced over guide wire, the tip of the driver was broken. Therefore, it was changed the new same ones, but same event was occurred. Finally, the screw was implanted with solid drill. The broken piece of the driver was removed from the patient body.